Event description:
N/a.

Manufacturer narrative:
Additional information: UDI # (B)(4). The device was returned for evaluation. DHR showed no abnormalities related to the reported failure. Upon evaluation, the mayfield 2 lock had up and down movement from the disk ratchet being worn. The reported complaint was confirmed. The device also required preventative maintenance and cleaning. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00225.

Event description:
An integra representative reported on behalf of the customer that the lock of the a3059 mayfield composite series skull clamp has up and down movement from the disk ratchet being worn. There was no known patient injury or delay in surgery.